Manufacturer narrative:
Correction - d9 - "device available for evaluation?" Should have been yes and return date should have been be (B)(6) 2024.

Event description:
Related manufacturing reference number: 2017865-2024-01610. It was reported that the patient presented to the emergency room after not feeling well. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited intermittent capture. It was noted the patient was pacer dependent. The physician decide to replace the lead. During the procedure, it was noted the rv lead was fractured at the proximal end and the right atrial lead had dislodged. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was dislodgement. Final analysis found a complete lead was returned in two pieces with helix found extended and clogged with blood/ tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or patient anatomy.